Event description:
In 2005 baxter product surveillance contacted the pt's pd nurse. She stated that the home pt developed peritonitis while in the hosp. She indicated that the hospitalization was not related to dialysis. In 2005 baxter product surveillance contacted the head rn. She had followed up with the pt's care facility. She was told they did not actually do the situation of adapting a 3l ultrabag for the hc cycler. She also talked to the pt's physician and he told her that he believed that the peritonitis episode was not related to the pd therapy. Reporter will see if they can get the information from the peritonitis episode.